Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo indicated a split female luer adapter. Additionally, 10 retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd has initiated further root cause investigation relating to the issue of cracked female luer adaptors through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one device was cracked and blood leaked. There was no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one device was cracked and blood leaked. There was no other health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.